Event description:
It was reported during a post operation check on a recently implanted lead that this pacemaker was suspected of premature battery depletion (pbd) as the longevity decreased from nine years to four years in one day. Previous high right atrial (ra) lead output, telemetry time from procedure, and high number of noise recordings from the disconnection of the leads at replacement are suspected to be the cause. Technical services (ts) was consulted to review the device download and confirm the suspected cause. Additional information received advised technical services (ts) reviewed the suspected pbd and advised the device was operating as programmed. The device needed to adjust to the new power demands when the output was changed. Ts advised as of the last download the remaining longevity indicated 12 years. At this time, the device remains in-service. No adverse patient effects were reported.

Event description:
It was reported during a post operation check on a recently implanted lead that this pacemaker was suspected of premature battery depletion (pbd) as the longevity decreased from nine years to four years in one day. Previous high right atrial (ra) lead output, telemetry time from procedure, and high number of noise recordings from the disconnection of the leads at replacement are suspected to be the cause. Technical services (ts) was consulted to review the device download and confirm the suspected cause. At this time, the device remains in-service. No adverse patient effects were reported.